Manufacturer narrative:
When investigating the issue, the customer discovered that the cuvette dry tip of the architect c4000, serial number (B)(6), was broken. After replacing the component, the issue was resolved. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and was found to address the reported event. A review of tracking and trending did not identify a trend for the architect c4000 or the cuvette dry tip regards the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the architect c4000, serial number (B)(6) and cuvette dry tip.

Event description:
The customer reported falsely elevated magnesium generated from architect analyzer. The customer provided the following data: 1st measurement was 4.09 mmol/l and 2nd measurement was 0.9 mmol/l (normal range: 0.73 - 1.06 mmol/l). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 01r25-97 that has a similar product distributed in the us, list number 1r25-98, with 510k/PMA/bla status of exempt. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported falsely elevated magnesium generated from architect analyzer. The customer provided the following data: 1st measurement was 4.09 mmol/l and 2nd measurement was 0.9 mmol/l (normal range: 0.73 - 1.06 mmol/l). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.